Event description:
Customer reported receiving an e-7 message (service code 759) on the display of his precision xtra blood glucose meter. He further reported that on (B)(6) 2011 he received a reading that he believed was 861 mg/dl. However, during troubleshooting it was discovered the customer had been holding the device upside down and the actual reading was 198 mg/dl. Customer further reported experiencing lightheadedness and self-presented to his healthcare provider, but received no diagnosis. Customer noted a blood test was done, but no results were provided and he was given a new, unspecified, medication to take with his metformin. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: this meter is designed to display readings of 20 mg/dl to 500 mg/dl. A blood glucose reading greater than 500 mg/dl will read as a "hi" in the adc meter.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory.